Event description:
It was reported that the field was experiencing difficulty interrogating a subcutaneous implantable cardioverter defibrillator (s-ICD) patient. Troubleshooting was exhausted and the health care professional was inquiring how to do a 60/60 magnet reset. Boston scientific technical services provided information on how to do the reset, however the patient had since left their appointment without any further information being provided. The field will try to call the patient back in to get a successful interrogation. No serial number of the s-ICD was provided; however all evidence indicates it remains in service. No adverse patient effects were reported.